Manufacturer narrative:
Patient is over 45 years old and has an anterior chamber depth (acd) less than 3.0 mm. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic bent. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens - -6.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/25.